Event description:
It was reported that the neurostimulator was unrecognizable to the physician programmer prior to implant. The company representative attempted multiple physician programmers to no avail. The device was not used on a patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the device found that the programming interrogation was interrupted. There was partially filled 1k block memory. The device was received in the original unopened sealed box. Using a known good aak 8870 card, message 27 appeared on the 8840, "detected device not supported by this version of application card. Contact medtronic technical service" this message confirmed there was an incomplete write of the ins eeprom 1k block during the initial 8840 session. The 8840 application did not correctly handle interrogation of46). After the 1k block fix, the device passed all functional tests.